Manufacturer narrative:
(B)(4). Evaluation summary: the components are still in vivo and therefore could not be evaluated. The part and lot number for the acetabular shell was provided, but no information was given about the other implants. No surgical notes or x-rays were provided. Pt demographics are unk. The condition of the implanted devices is unk. It is unk if they were implanted with the proper fit and orientation per the surgical techniques. It is also unk if the other implants are compatible with the acetabular shell. In addition, it is unk if the pt followed the appropriate rehabilitation protocols. Based on the information provided, it is not possible to determine a cause for these issues. Evaluation: review of the device history records did find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2004 and that the pt has experienced pain and the device makes noise when he moves. Because of this, the pt has not been able to work for the past 1.5 years.